Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that ins recharger was not charging the ins. The patient reported that the battery level doesn¿t progress pass ¼ of the battery level. No patient complications have been reported because of this event.